Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4) the event for this pr# is no longer reportable due to already being addressed in the related complaint (B)(4). Your ref (3002808486-2020-00884). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the approach was gained from the left femoral artery, targeting the abdominal aortic aneurysm. The procedure was following the instruction. Since there was a need to implant a 105mm device targeting to the l1 which was 85mm indicated in the sizing sheet, the physician attempted to place the stent graft by shortening the graft itself by winding/reeling/taking up the trigger wire (= rotated the blue handle) and pushing the graft up when the two-stents on the graft was deployed (=this refers to the sheath being only partially withdrawn). Actually, one of the trigger wires had not been pulled out, and the physician had to push the device forward with the push-up technique. Then, this caused the graft to rise above its intended position and the left renal artery was occluded by the graft ((B)(4), your ref: 3002808486-2020-00884) as the graft was not shortened, the physician pulled out the blue rotating handle according to the trouble-shooting and checked the number of wires, confirming there were only two proximal trigger wires which should have been three. Then, the physician checked the wire lumen and found one wire was off in the handle and remained. Consequently, the remained one wire was pulled out with forceps and the deployment of the proximal of the graft was confirmed. Additional information received 24sep2020: this case was emergency for the rupture of the abdominal aortic aneurysm (pr330561). Regarding the sentece:"...when the two-stents on the graft was deployed," two-stents means first and second stents of the graft. As the result, the reported stent graft was placed as 105mm due to the reported issue although the physician attempted to shorten the stent graft. Additional information received16dec2020: the physician attempted to place the stent graft by shortening the graft itself by winding/reeling/taking up the trigger wire exactly means rotated the blue handle by following the IFU. Also, the physician didnt twist or rotate any part of the introduction system during introduction or deployment.